Manufacturer narrative:
H10: manufacturing review:the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary:one tri-funnel replacement gastrostomy tube 18f was returned for evaluation. Visual and functional evaluation were performed. The investigation is unconfirmed for leak issue as the balloon was inflated with approximately 20ml of water and was allowed to sit for 10 minutes. The balloon was massaged and no leaks were noted. The balloon was deflated without issue.the definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023),g4 h11: h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day after feeding tube placement, the device allegedly had inflation valve malfunction and the balloon was deflated. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that one day after feeding tube placement, the device allegedly had inflation valve malfunction and the balloon was deflated. There was no reported patient injury.